Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unk) the device displayed a "bridge test fail" message on the third attempt to deliver therapy to the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.